Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose reading at the time of incident was 47 mg/dl. Customer was treated with food for low blood glucose. Customer's current blood glucose reading was 133 mg/dl. The customer did not experience any symptoms related to low blood glucose. The customer was using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.